Manufacturer narrative:
Sample was received and evaluated. The front right tube split at the location where the folding mechanism is installed with a bolt. Hardness and thickness of split tubing were measured and found to be within specification. Further analysis of material strength and composition will be done.

Event description:
A female was ambulating with rollator walker when leg of walker broke unexpectedly. She then fell, but did not require any medical intervention of any kind.